Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery the reamer handles bound up and extended surgery by an additional 30 minutes.